Event description:
A patient reported experiencing inaccurate high results with a one touch ii meter. The patient's blood glucose results were 16.5 mmol, 21.6 mmol. Tests were done within 20 minutes with a difference of 24%. Patient did not experience any adverse events. No further information has been reported.